Event description:
The facility's technician reported an infusion pump with a 12:323 failure code. The technician stated that there has been last baxter service event. Information was requested by baxter regarding whether or not the incident occurred during patient use or during biomed testing, but no additional information was available.